Event description:
The customer reported being hospitalized for low blood glucose of 34 mg/dl. Troubleshooting was performed. The time, date, and settings on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.